Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc.

Event description:
On the day the immediate implant was placed in ada site 25 in the mouth, primary stability was not achieved in type iii bone. Clinician reports insufficient bone quantity. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
On the day the immediate implant was placed in ada site 25 in the mouth, primary stability was not achieved in type iii bone. Clinician reports insufficient bone quantity. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).